Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+3.0/089 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2020. The lens was explanted later that same day due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with residue/debris on the lens. Visual inspection found the haptic torn with foreign debris on the lens. Claim# (B)(4).